Event description:
It was reported that difficulty removal occurred. The target lesion was located in the non-tortuous internal carotid artery. After placing the 10.0-24 carotid wallstent self-expanding stent, the stent delivery system was attempted to remove. However, the filterwire ez followed along, making the catheter removal difficult. Several cautious attempts were made, but the filterwire continued to move together with the catheter. Therefore, a guide catheter was passed through the stent, and the filterwire was pulled into the guide catheter and removed it together. Upon checking outside the body, it was observed that moving the stent delivery system while in a deployed state caused the filterwire to follow; however, when the catheter was returned to its pre-deployment state and moved, the filterwire did not follow. The procedure was completed using this product. There were no patient complications as a result of this event.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the non-tortuous internal carotid artery. After placing the 10.0-24 carotid wallstent self-expanding stent, the stent delivery system was attempted to remove. However, the filterwire ez followed along, making the catheter removal difficult. Several cautious attempts were made, but the filterwire continued to move together with the catheter. Therefore, a guide catheter was passed through the stent, and the filterwire was pulled into the guide catheter and removed it together. Upon checking outside the body, it was observed that moving the stent delivery system while in a deployed state caused the filterwire to follow; however, when the catheter was returned to its pre-deployment state and moved, the filterwire did not follow. The procedure was completed using this product. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: this carotid wallstent delivery system was returned for analysis (stent had been deployed inside the patient). The device was returned loaded on to the customer's guidewire and was in a deployed state with no issues identified with the stent cups or stent holders. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator retracted the stainless-steel shaft and was able to remove the guidewire without any issues in a undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h, device manufacturers only. Device evaluation by manufacturer: this carotid wallstent delivery system was returned for analysis (stent had been deployed inside the patient). The device was returned loaded on to the customer's guidewire and was in a deployed state with no issues identified with the stent cups or stent holders. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator retracted the stainless-steel shaft and was able to remove the guidewire without any issues in a undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the non-tortuous internal carotid artery. After placing the 10.0-24 carotid wallstent self-expanding stent, the stent delivery system was attempted to remove. However, the filterwire ez followed along, making the catheter removal difficult. Several cautious attempts were made, but the filterwire continued to move together with the catheter. Therefore, a guide catheter was passed through the stent, and the filterwire was pulled into the guide catheter and removed it together. Upon checking outside the body, it was observed that moving the stent delivery system while in a deployed state caused the filterwire to follow; however, when the catheter was returned to its pre-deployment state and moved, the filterwire did not follow. The procedure was completed using this product. There were no patient complications as a result of this event.